Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the battery was not returned for evaluation. Log file analysis revealed that the controller was in use during the reported event. Review of the alarm log file revealed a critical battery alarm logged on (B)(6) 2020 at 21:25:26 involving the battery. As a result, the reported critical battery alarm event was confirmed. However, there was no evidence that the alarm was associated with a communication error. Review of the data log file revealed that the last data point recorded in which the pump was connected to the controller was on (B)(6) 2020 at 21:06:25 with the battery connected to power port one and another battery connected to power port two. A vad disconnect alarm was logged on (B)(6) 2020 at 21:08:39 and the controller powered down at 21:08:48. A controller power up event without an associated motor start event was then logged at 21:25:02, after which the critical battery alarm was triggered. There was no evidence that the battery had previously been in use with the controller. Based on the available information, the critical battery alarm likely indicated that the battery's capacity was below 10% relative state of charge (rsoc) when connected to the controller after a controller exchange had been performed. Based on the available information, a possible root cause of the reported critical battery alarm event can be attributed to a battery below 10% rsoc being connected to the controller. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1103 vad, implanted: (B)(6) 2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a critical battery alarm due to a communication error. The battery remains in use. No patient complications have been reported as a result of this event.